Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the control body broken, the side body cover broken, the suction channel buckled, the us connector cable buckled, the lg prong corroded, the bending rubber worn out, the insertion flexible tube (ift) worn out, the u/d and the r/l pulley wires worn out, the light guide cable worn out, the lg prong top worn out, and the us probe failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.